Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient did not lose the pc but was unable to exit MRI mode. To address the issue, patient underwent surgical intervention on (B)(6) 2026, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient lost their patient controller and is unable to disable MRI mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.